Event description:
The product was used during a lap chole procedure. Reportedly, tthe clips did not load properly. No pt injury reported.

Manufacturer narrative:
12/31/1997-supplemental report #1 submitted to FDA.